Event description:
The customer states that a patient has consistently generated low sodium assay results on serum samples tested on the architect c8000 analyzer. The following information was provided for this patient: from (B)(6) 2010 through (B)(6) 2010, this diabetic, post-renal transplant patient being weaned off of steroids, has generated sodium results ranging from 123 to 127 mmol/l. The lab's normal reference range is 130 to 149 mmol/l. The patient's most recent sample (lipemic; cholesterol = 220 mg/dl and triglycerides = 238 mg/dl) was sent to a reference lab where a sodium result of 143 mmol/l was generated (reference lab normal range is 135 to 145 mmol/l). The patient's doctor had this patient hospitalized because of the low sodium results and increased the patient's steroid therapy, to which no response was noted. Testing at the hospital lab generated a sodium result of 142 mmol/l, which is within the normal reference range used by the hospital. Controls have remained within specifications at all times and a precision run performed by the customer met all assay package insert specifications. There are no similar issues with any other patients' samples. The customer has requested a service call. There is no further impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) visited the customer site and performed preventive maintenance procedures. However, it was not until the customer replaced the integrated chip technology (ict) module that samples generated expected results. Subsequent instrument operations and test results were acceptable. The evaluation began with a review of the customer's sodium quality control ranges in use: level 1 = 98 - 114 mmol/l and level 2 = 124 - 151 mmol/l. These ranges are based on the control manufacturer's unity report and are too large to effectively monitor sodium performance. Abbott customer support recommended they establish control ranges based on their own data. The customer may have been alerted to sodium results being depressed if their control ranges had been more suitable. The customer returned the suspect ict module and three patient samples. Testing with these returned materials verified the issue seen at the customer site. The data supports that the sodium membrane of the returned ict module was contaminated. Quality control results were not as depressed as the sample results, which indicates these specific patient samples also contain an interferent / contaminate contributing to the issue. The ict module bleaching procedure was performed on the returned ict module, after which the sample sodium results increased by 7 - 9 mmol/l and control results increased by 2 mmol/l. A single bleaching appears to have removed some, but not all of the contamination. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The ict sample diluent package insert ((B)(4), (B)(4) 2009) and the architect systems operations manual ((B)(4), (B)(4) 2010) contain information to address the customer's current issue. Based on the available information, a specific cause for the discrepant low sodium results being generated by specific patient samples was not identified. Probable causes include sodium membrane exposure and/or contamination over time in conjunction with unknown sample factors. The customer's ict module had been in use for at least six weeks and up to 12,000 samples, which provides ample opportunity for contamination. There is no indication that the ict module was bleached to remove contamination. It appears that samples from particular patients may include specific factors (interferents/contaminants) that affect some sodium membranes that have been exposed to unknown contaminates over time. Method: review of complaint tracking and trending; field service intervention.